Event description:
From staff: actively performing a right nephrectomy surgery. Loaded a 45mm white stapler cartridge into the sureform 45 curved-tip stapler. Positioned stabler but was not able to see end (partial blind fire). Proceeded with stapling process. Stapler clamped as should, stapler fired as should but did not complete the fire. An error message appeared on the screen. An intuitive representative was called for advice on the situation. There was no other choice but to manually unclamp the stapler and take out of patient. No harm was seen to patient, proceeded with surgery and did not use stapler again. From operative report: for the renal vein I used the robotic stapler but there was an error when I clamped down and in fact it did not function correctly and malfunction and there was bleeding immediately upon opening up the stapler with minimal staple lines found. We turned the pneumoperitoneum up to 20 to help control the bleeding just for a couple minutes and it was turned back down to 15. We applied pressure to the bleeding area with laparoscopic lap pad. Then using meticulous dissection and hemo lock clips we are able to clamp the proximal and distal aspects of the vein to control the bleeding. There was actually 1 more artery that we dissected out which we clamped with hemo lock clips proximally and distally and dissected without issue. Then dissected out the superior portion of the kidney there was some mild bleeding and enlargement of the adrenal gland but no gross masses. Majority of the adrenal gland was taken with the specimen. Manufacturer response for staple, implantable, sureform (per site reporter). [Redacted] rep, unknown response to surgical team.